Event description:
Gen report received of an unspecified number of undocumented incidents of the devices did not deliver when the bolus buttons were pressed. The bolus cords were returned to the biomedical engineering dept with reports of the bolus cords did not deliver when the bolus buttons were pressed. The bolus cords had been connected to gemstar pumps to deliver unspecified medications. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available; however, it was reported that the bolus cords were replaced and the therapies were resumed. There were no reports of any adverse pt events and no reported delays of critical therapies while the devices were in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.